Manufacturer narrative:
(B)(4). The device has been received by baxter, and the initial evaluation did not confirm the reported problem. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) stated there were no obvious reasons for the alarm during troubleshooting. The technical service representative (tsr) assisted the hp to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided, so no batch review could be performed. The device was returned and evaluated. The reported problem could neither be confirmed nor duplicated and the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.